Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because it was not returned, mmdg has been unable to investigate or confirm the complaint.

Event description:
The initial reporter states that the "formula gets stuck where the connection is". Mmdg was advised at the time of the complaint that no other information or clarification regarding the complaint was available. (B)(4).